Event description:
The syringe pump, under normal operation, loses approximately 1 minute per week from the system clock. This was discovered during repairs and preventive maintenance service in the clinical engineering department. The protocol requires insuring the system clock is correct. After setting the clock during an inspection, it was found that the clock was incorrect after several weeks in-use during the next inspection.manufacturer response (as per reporter) for syringe pump, medex syringe pump:smiths medical responded very quickly. They reviewed the issue and stated that the system clock was 'low priority' for the microprocessor and the pump was never designed to be an accurate time keeper. They maintain future software releases will correct the time issue. Wireless pumps will synch with server time each time they communicate.